Manufacturer narrative:
(B)(4). This is a report of air in line where there was an open clamp on an unused supply line and the patient connector was higher than heater bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. The guide also warns the user not to place the cycler more than 12 inches (30 cm) below patient¿s position as it can produce higher than normal negative pressure during drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was an open clamp on an unused supply line and the patient connector was higher than heater bag. Proper procedures per the user manual were reviewed with the patient. The technical service representative assisted with ending therapy and advised to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.